Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation and the previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as electrical problems like: electrical/electronic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like: stress; deformation; fatigue; mechanical shock; wear and tear; vibration. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced no image (all blacked out) during a diagnostic pulmonary bronchoscopy with a lavage procedure. The procedure was completed using a back-up device. There were no reports of patient harm.